Event description:
It was reported, the camera head had a cable air leakage. The issue was found, during the maintenance. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was unknown. If the phenomena was reproduced as it was determined, the inspection was not performed, by the repair center. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a cable air leakage. The issue was found during the maintenance. There were no patient involvement.